Event description:
Diabetic cat. Rptr has been treating him since february with two daily doses of insulin. The bd ultra fine ii short needle insulin syringes purchased have consistently broken during the administration of the insulin injection. Everytime this happens, rptr is left wondering whether the insulin penetrated the skin. Yesterday rptr had a broken syringe in the a.m. And p.m. Because cat started vomiting in the early evening, they assumed he did not receive his insulin earlier in the day. So when the evening needle broke, rptr readministered the insulin shot. Early this morning (4.00 am) rptr discovered cat in a coma. Attribute this medical trauma directly to a defective insulin needle.